Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high total bilirubin (tbil) result that was generated by the unicel dxc 600 synchron chemistry analyzer and was reported outside the laboratory. The patient was admitted to the hospital due to a high tbil result. The sample was redrawn after the patient had been admitted to the hospital and produced a lower tbil result that fell into normal range. The patient was then discharged. There was no indication of death or serious injury associated with this event.

Manufacturer narrative:
The sample was from a heel stick drawn from a microtube. The lab received the sample within 15 minutes of draw and was centrifuged. The sample was hemolyzed. Prior to the event, tbil was calibrated and qc results were within the lab's established ranges. It is unknown if the hemolysis was the reason for the false high tbil result.